Manufacturer narrative:
Investigation summary: two videos were provided; however, they can¿t be opened. Therefore bd was unable to verify the failure mode. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "we received from one of our customers the 13x3.0 bd needle quality deviation information where several units would be clogged." Additional information: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. The customer reports that noticed the clogged in the needles when use it in carboxytherapy. There is 1 unit of sample available."

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "we received from one of our customers the 13x3.0 bd needle quality deviation information where several units would be clogged." Additional information: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. The customer reports that noticed the clogged in the needles when use it in carboxytherapy. There is 1 unit of sample available."

Manufacturer narrative:
H.6. Investigation summary: two videos were provided by email; it was possible to open them and watch them. One video shows a 5ml syringe with a pink solution and has a needle assembly connected to it; the syringe is moving like being hold by a shaky hand, there is a gloved hand right next to the syringe. The other video shows a 5ml syringe also with a pink solution and has a needle assembly connected to it -possibly is the same syringe shown in the first video- it shows a right hand holding the syringe from the barrel flange and the plunger rod thumb press, there is a gloved left hand next to the syringe. It appears the right hand is moving the syringe and may be pressing down the plunger rod. No solution is observed coming out of the needle. A device history record review was completed with zero defects found. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause: can¿t be confirmed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "we received from one of our customers the 13x3.0 bd needle quality deviation information where several units would be clogged." Additional information: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. The customer reports that noticed the clogged in the needles when use it in carboxytherapy. There is 1 unit of sample available."